Manufacturer narrative:
Evaluation: conclusions: device in question is designed to be delivered through an bsc 2-tip infusion catheter. Per the dfu of the device in question: a bsc 2-tip infusion catheter is listed as one of the required additional items to be used in conjunction with the device in question. User had used a non-bsc manufactured infusion catheter, which is not in accordance with the dfu. A review of the lot history record was performed on the related lot [of the device in question] and no yield or component issues that are relevant to this event were identified at the time of manfucature of this lot. The related lot [of the device in question] had met all required specifications, and passed all visual/functional inspections. A search in the complaint database was performed and no other complaint has been reported for the related lot [of the device in question]. The coil and pusher wire were returned to the manufacturer on 09/21/2006 for analysis. The coil was returned separated from the pusher wire. The pusher wire was tied together when returned. A physical investigation on the device in question has been performed. Visual analysis was performed on the returned product and the following was revealed: the pusher wire was kinked, and the coil was stretched towards its proximal end. The distal end of the pusher wire was inspected and it was apparent that the coil had separated from the pusher wire by manual means as oppose to electrolysis. This can be concluded as the break in the pusher wire is a clean break, and there is no evidence that current was applied to indicate that it was separated by electrolysis. The proximal end of the main coil was inspected, and the inner coil was still attached to the main coil. Visual inspection revealed that the pusher wire was still present within the inner coil. When the bsc investigator untied the pusher wire, it was kinked - this may be mainly due to the way in which it was returned (i.e. Tied together). Dimensional analysis indicated that the dimensions of the device in question were not out of specification. Functional check could not be performed due to the coil being detached upon received. The product returned did not fail to meet labeling or packaging specifications. Additional information regarding the event was requested, and from the response, it was established that the power supply was not applied to detach the coil - it detached prematurely during repositioning. The pusher wire was not rotated during deployment of the coil. It is not known if the coil was at an acute angle to the catheter tip while being repositioned. The tensile tests for the pusher wire batch that was used in manufacture of the device in question's lot were reviewed and the result recorded were all well above the minimum specification required. It was reported that a non-bsc manufactured infusion catheter was used and difficulties were encountered, indicating that the coil [device in question] may not be compatible with the non-bsc infusion catheter used. From the follow up response, it can be confirmed that the coil [device in question] separated from the pusher wire during repositioning. This can occur if the coil is at an acute angle relative to the catheter tip. The additional precautions & warnings section of the device in question's dfu states: "if resistance is encountered while withdrawing a [bsc] coil which is at acute angle relative to the catheter tip, it is possible to avoid coil stretching or breaking by carefully repositioning the distal tip of the catheter at the ostium of the aneurysm, or just slightly inside the parent artery. By doing so, the aneurysm and artery act to funnel the coil back into the catheter." The response received could not confirm if the coil was at an acute angle relative to the catheter tip. The root cause for this complaint cannot be determined definitively. A possible contributory factor to this event may be due to user not using the required infusion catheter in conjunction with the device in question. Add'l: PMA/510(k) #: k001083.

Event description:
It was reported to boston scientific (bsc) that a customer encountered problems during use of an bsc detachable coil. According to the customer: ten non-bsc coils were deployed with a non-bsc 3f microcatheter. An attempt was made to deploy an bsc coil [device in question] with the non-bsc 3f microcatheter. The coil [device in question] was not successfully placed to ccf. The non-bsc 3f microcatheter was pulled without torque to advance the coil [device in question] in the lesion. No friction was felt when the coil [device in question] was advancing between the non-bsc coils. When the delivery wire was pulled back, the coil [device in question] got detached in the non-bsc microcatheter. When the physician tried to remove the coil [device in question] with the non-bsc 3f microcatheter, the coil [device in question] remained in the non-bsc 4f catheter. The non-bsc 4f catheter was removed from the body, and the coil [device in question] was removed with the delivery wire and the non-bsc microcatheter. The procedure was canceled due to prolongation of procedure time. No patient complications were reported. Patient status was reported as "good".